Manufacturer narrative:
Block b3: exact date unknown, event occurred about a year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure. Patient is stable postoperatively. Explanted ipg disposed of per facility protocol.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about a year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure. Patient is stable postoperatively. Explanted ipg disposed of per facility protocol.